Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via FDA¿s medwatch program that they were hospitalized for unspecified reason. Blood glucose was not provided at the time of the incident. It was not reported if the customer was using the auto mode feature. No further details were given. The insulin pump is not expected to return for analysis.